Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump had failed battery test and battery out limit alarms with a test battery cap due to corroded battery tube. The insulin pump had cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a battery out limit alarm. Customer's blood glucose level was 295 mg/dl. Customer advised they have used the recommended energizer battery as well as several other types of batteries. Customer advised they have constantly been replacing batteries and continue to have battery issues. Customer also advised the screen on the insulin pump is blank. Troubleshooting for the failed battery test alarm along with the blank display was performed. Customer advised the battery compartment is corroded. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.